Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a procedure. During the procedure, it was discovered that the right ventricular (rv) lead had an insulation anomaly present. The physician opted to replace the rv lead, a new lead was successfully implanted. There were no patient consequences.